Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had low blood glucose levels of 45 mg/dl. The customer reported having issues with the sensor glucose readings being different from the blood glucose readings. The customer also reported that the threshold suspend feature activated. The customer stated the threshold suspend feature activated with a sensor glucose reading of 78 mg/dl when their actual blood glucose level was 200 mg/dl. While troubleshooting, the customer was advised that the sensor glucose and blood glucose difference was not within an acceptable range. The customer was unable to fully complete troubleshooting. The customer did not return the product for analysis.